Event description:
A pharmacist reported during an intraocular lens (iol) implant procedure, the implants had a placement failure: externalization of iol at incision edge. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.